Event description:
It was reported that the ventilator had insufficient ventilating. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had insufficient ventilating. The evaluation of the provided logs shows that respiratory rate high, check tubing, patient circuit disconnected, respiratory rate low, leakage too high, expiratory minute volume high and expiratory minute volume low were active during ventilation. The ventilator was investigated by our field service engineer on site. The reported problem could not be reproduced. However, during the service, the nozzle unit, expiratory cassette and inspiratory pipe were replaced. It was also informed that the problem might be located to the hose system. The customer was informed to be able to use the device again. No further issues have been reported after the reported event. This concerns the gas supply outside the ventilator. The gas supply pressure is checked during pre-use check. If the o2 gas supply fails during ventilation, low o2 levels to the patient may follow and alarms will be raised if set alarm limits are violated. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause could not be established by this investigation as the reported issue could not be reproduced.

Event description:
Manufactures ref: #(B)(4).